Event description:
While reviewing histopathology reports. Qa nurse noted that pathologist described right breast implant with evidence of rupture. Patient has a right total mastectomy. Axillary dissection in 1976 for invasive carcinoma and reconstruction of right side with a breast mound in 1976 for invasive carcinoma and reconstruction of right side with a breast mound in 1981. Seen by attending surgeon in 9/92 with capsular contraction and was complaining of severe pain & tenderness. On 11/25/92 implant removed and capsulectomy & placement of backer prosthesis performed. Insertion of prosthesis was done by a different physician. Physician who removed device did not know manufacturer or device identification information when contacted on 12/1/92device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.